Manufacturer narrative:
Sections a1, d4, d10, h3, h4: additional information. Section a2: correction. Manufacturer's investigation conclusion: the report of cosmetic damage to the outer jacket of the patient's driveline was confirmed based on the evaluation of the returned driveline segment and review of photographs submitted by the account. The submitted system controller log file contained data from (B)(6)2019 ¿ (B)(6)2019 and appeared to show the system operating as intended with no indications of potential driveline wire damage. Although there were no reported alarms or functional issues associated with the outer jacket damage, the hospital staff was concerned about the condition of the patient¿s driveline and elected for a cosmetic distal end driveline replacement. The distal end driveline replacement was performed on (B)(6)2019 and approximately 16 inches of the external portion of the driveline was returned for evaluation. Extensive rescue tape was covering most of the driveline segment. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no wire discontinuities or shorts, even with manipulation of the driveline segment. Removal of the rescue tape revealed cosmetic tears in the outer silicone sleeve on the proximal half of the driveline segment. Upon removal of the outer silicone sleeve, the clear bionate layer showed no evidence of damage. Areas of moderate breakdown of the metal braided shield were observed along the length of the driveline segment, which appeared consistent with almost 4 years of use. Visual inspection of the underlying wires showed that they were kinked adjacent to the metal connector but were otherwise unremarkable. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 3 years, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. Customer submitted log files on (B)(6) 2019 for patient with damaged driveline. On (B)(6) 2019 the patient presented his driveline with (cosmetic) damage to outer sheath and several tape repairs. The damage starts approx. 4-6 inches from exit site. The patient has not had any alarms or issues related to this damage. The customer is very concerned and would like to schedule a repair in the very near future. Review of the log file revealed a no external power alarm but it was unrelated to the driveline. No other alarms, malfunctions, or adverse events were reported.